Event description:
While nurse was changing dressing, patient passed out and had no pulse, then woke up on their own with pulse around 40bpm (pacemaker programmed to 60bpm). Emt also reported 40bpm pulse. Hmsc shows no unusual behavior or episodes on that day. Pacing percentage on that day reported 100 percent. Discussed possibilities of noise from lead or external emi interfering with device. Recommended device evaluation with isometric testing. Device remains implanted.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.